Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned pump was connected to an aic and placement signal were stable and normal. The field data logs were reviewed and the 5s parameters were stable throughout support. The root cause of the issue was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced placement signal issues. Pump position was verified by echocardiography. Despite this, the impella continued to provide effective hemodynamic support, and pump function was not affected. The patient subsequently expired; the event was not related to the device issue.